Event description:
The customer reported that the "nurse saw a red light but there occurred no audible alarm from monitor". The infant's saturation went to 40 for about two minute with no indication on the monitor that there was an alarm condition.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.